Event description:
A zoll dist returned monitor sn (B)(4) and reported that the monitor response buttons weren't working.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, the monitor's rear response button was defective. The response button cable was unplugged. The root cause for the unplugged cable could not be positively identified. No adverse event resulted from the defective monitor.